Event description:
Boston scientific received information that this device recorded high pacing impedances greater than 2000 ohms for the past 3 months on the right atrial lead. In addition to the high impedances, numerous large artifacts from ventricular r waves were noted on the ra channel, resulting in oversensing and inappropriate mode switches. A procedure took place to determine the cause of the issue, and it was noted a connection issue involving a loose setscrew on the device for the ra lead was present. The lead was re-connected to the device and the setscrew tightened, with normal lead diagnostics and performance after the revision. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The device was modified surgically and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.